Event description:
Per the clinic, the patient was explanted due to skin flap infection at the site of the device. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
This report is filed (B)(4) 2012.